Event description:
The reporter experienced er1 message. When it occurred, he reinserted the same strip and got a number value. There has been no change in treatment, no medical intervention and no adverse reaction.